Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced over non-boston scientific embolic protection system with some resistance, but the stent was deployed without problems. After stent placement, the device was unable to retract. Eventually, the catheter was removed from the patient in one piece without any additional intervention. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced over non-boston scientific embolic protection system with some resistance, but the stent was deployed without problems. After stent placement, the device was unable to retract. Eventually, the catheter was removed from the patient in one piece without any additional intervention. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced over non-boston scientific embolic protection system with some resistance, but the stent was deployed without problems. After stent placement, the device was unable to retract. Eventually, the catheter was removed from the patient in one piece without any additional intervention. There were no patient complications as a result of this event.